Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a laparoscopic gallenblase procedure, the clips didn't close and made "waves." Unknown how case was completed. There were no adverse consequences for the patient.